Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited a sharp drop in battery voltage and reached recommended replacement time (rrt) one month later. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. In-depth analysis confirmed the device reached eri. No anomalies were found with the hybrid and no internal short of the battery was found; however, there was lithium severing (complete isolation of the lithium between segments) found in the folds of the battery. The lithium in segments 1 - 5 fold was discharged more than that of segments 6 - 8 fold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached eri on (B)(6) 2015 after a precipitous drop in battery voltage. (B)(4).